Event description:
The pt was injected with radiesse dermal filler in the tear troughs and marionette lines; she developed edema and itchiness in her lower face. Pt went to the walk-in clinic that evening, and was treated for an allergic reaction.

Manufacturer narrative:
The pt was treated at the walk-in clinic with IV of solumedrol, benadryl and zantac for an allergic reaction and sent home. She was seen by the rn-injector the following day, and the edema had begun to subside. F-u with rn-injector reported the pt's symptoms have resolved at this time. The device history records for lot 1013831 were reviewed; all required testing specifications were met prior to release.